Event description:
It was reported that t:slim x2 pump battery would not charge even when connected with tandem charging cable and wall adapter, and no power source alert appeared in pump history around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes to see if charging would begin, and technical support planned to follow up for additional outcome details, but no further information was received regarding the outcome of the event.